Event description:
It was reported that the lead was oversensing the twaves and the patient recieved inappropriate therapy. The associated device was reprogrammed to reduce the oversensing and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was oversensing the t waves and the patient recieved inappropriate therapy. The associated device was reprogrammed to reduce the oversensing and the lead remains in use. No further patient complications have been reported as a result of this event. It was reported that the lead was oversensing the twaves and the patient recieved inappropriate therapy. The associated device was reprogrammed to reduce the oversensing and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(4)-2011 14:59:09. Sensing - oversensing 6- ventricular nst<=215 ms on (B)(4)-2011 in the timeframe between 14:55:24 and 14:58:15. 2 - vf=160 ms average v-cycle on (B)(4)-2011 15:31:35 and (B)(4)-2011 14:58:19. 5 - lfp high rate-ns <= 207 ms average v-cycle between (B)(4)-2011 20:43:01 and (B)(4)-2011 14:31:19. Sensing - interference/noise ventricular short interval count v-sic=12.29 counts avg/day, in 12.29 days, between (B)(4)-2011 14:31:25 and (B)(4)-2011 21:24:25.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.